Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts to perform a complete pump reset and successfully started their sensor session without encountering the error again.